Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 5 of 5 devices were returned for evaluation. Evaluation of one device found it to be within specification. Evaluation of four devices found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 5 malfunction events where a midwest energo 1:5 handpiece overheated. 5 events resulted in no injury.

Manufacturer narrative:
This follow up report provides the requested update to add vmsr to the exemption/variance number field.